Event description:
Related manufacturer report number: 2916596-2020-06523.

Manufacturer narrative:
Section b5: the patient's driveline repair that took place on (B)(6) 2020 was reported under MFR # 2916596-2020-00763. The patient's pump exchange due to driveline issues and thrombus on (B)(6) 2015 was reported under MFR # 2916596-2015-01063 and MFR # 2916596-2021-00364.manufacturer's investigation conclusion:review of the log files provided by the account confirmed intermittent driveline fault alarms. Although a specific cause for these events could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the observed alarms captured in the submitted log file appeared consistent with potential driveline wire compromise. Review of the log files also revealed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined. Additionally, the report of suspected thrombosis could not be confirmed, and a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established.the submitted log files collectively contained data from 19:18:00 on 03sep2020 through 10:24:54 on 18sep2020 and from 11:28:02 through 15:24:47 on (B)(6) 2020, per the timestamps. Intermittent, silenced, driveline fault alarms were captured throughout these files. These alarms corresponded with yellow wrench advisory alarms and occurred while the patient was connected to the power module as well as battery power. Additionally, transient, low flow hazard alarms were captured on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020, when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 2.3-2.4 lpm. These events did not appear to be associated with elevations in pump power or pi events. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the files.it was reported that heartmate ii lvas, serial number (B)(6) , would not be returned for evaluation.the heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook, rev. G are currently available.section 1 of the IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications.section 1 of this IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU describes situations which may result in a low flow hazard alarm, including changes in patient condition. Section 6 of the IFU, explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also contains a section on handling emergencies.the relevant sections of the device history records for vad-58246 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31dec2014.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file analysis showed multiple driveline faults. The log file also captured some low flow hazards that appear to be physiological in nature. The patient has a history of short to shield and his lactate dehydrogenase levels were rising. Patient had a prior pump exchange for thrombosis. He is volume up and normotensive. Additional low flows and pulsatility events also noted. The log file from (B)(6) 2020 captured intermittent true driveline fault alarms during the 6 day length of the file followed by driveline disconnects indicative of a controller change. The patient has an existing full length driveline repair performed on (B)(6) 2020. Patient underwent pump exchange on (B)(6) 2020.